Event description:
Patient on gambro prisma pump for continuous renal replacement therapy. Pump set for safety limit of 130 cc over three hour period. Pump alarmed when limit of 130 cc was reached, and shut down for excessive removal of fluid. New pump obtained and placed on patient. There was no patient harm from this event. Pump sent to bio-med to be checked. Bio-med replaced blood pump insert, checked prisma, calibrated scales, checked pressures, and pods. Problem could not be duplicated. Wet test done and machine returned to service.